Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) every other day. It was also noted that the ipg had moved down slightly on the right side, and the patient was no longer able to charge or connect to it despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, and it would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. A labeling review was performed, and it did not reveal any anomalies. With all the available information, boston scientific concludes an allegation of difficult to communicate rc to ipg, difficult to charge ipg, and frequent ipg charging was confirmed. The ipg still failed to charge or communicate. Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. It was stated that the ipg had moved from its original location, and the patient could no longer charge or connect to it. It is likely that the ipg either tilted or flipped after being moved from its original location, which made it difficult or impossible to charge. However, due to the damaged asic chip, the data was unable to be captured to confirm charger - ipg alignment issues happening prior to explant. Therefore, these codes will be assigned the probable cause code of cause not established. It is unclear when the damage to the asic chip occurred, and whether the damaged asic chip and/or improper alignment caused the inability to charge or communicate.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) every other day. It was also noted that the ipg had moved down slightly on the right side and the patient was no longer able to charge or connect to it despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.